Event description:
An IV was infusing into the right hand via a pump. The patient had bracelet on their right wrist. The IV infiltrated and the pump continued to function, no alarm was generated. The patient experienced severe swelling in their right hand with epidermolysis and blistering. A surgery consultation was obtained. The patient was treated with silvadene cream and antibiotics. The wound care team also saw the patient. Follow up reveals that a biomedical evaluation was performed and the pump checked out fine, according to specs.